Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was blank. Customer blood glucose reading was 65 mg/dl. Troubleshoot was performed. Customer was not calling back after receiving a new battery cap. Customer stated there was no physical damage on the insulin pump. Customer was using energizer battery; new battery was inserted but the display did not return. Customer was advised to remove the battery for 10 minutes and reinsert it. Customer was advised to discontinue use of the pump and revert to backup plan per healthcare provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with follow-up number one. The correct information has been provided with this report.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify battery out limit alarm and unresponsive button due to blank display. Moisture damage keypad traces during visual inspection. The insulin pump was received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker and cracked reservoir tube lip.